Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a hemi hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to pain; however, there has been no reported revision procedure to date. Additional information revealed patient underwent the hemi hip arthroplasty on (B)(6) 2011. Subsequently, the revision procedure was performed on (B)(6) 2014 due to pain and surgeon error: patient was implanted as a hemiarthoplasty, instead of a total hip which caused issues; therefore patient was revised and converted to a total hip arthroplasty. Product identification is now known. Additional information received revealed patient's revision was not due to surgeon error; the patient originally underwent a hemiarthoplasty, experienced pain, and was then revised to a total hip arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a hemi hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to pain; however, there has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported patient underwent a hemi hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to pain; however, there has been no reported revision procedure to date. Additional information revealed patient underwent the hemi hip arthroplasty on (B)(6) 2011. Subsequently, the revision procedure was performed on (B)(6) 2014 due to pain and surgeon error: patient was implanted as a hemiarthroplasty, instead of a total hip which caused issues; therefore patient was revised and converted to a total hip arthroplasty. Product identification is now known.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.